Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged 5033-100 was received for investigation. Visual inspection identified thread damage and breakage across the returned 5033-100, most likely as a result of user-applied forces. The most likely cause for the reported failure can be attributed to user error of the device due to user-applied mechanical forces during use.

Event description:
On 12/17/2021, it was reported by a sales representative via sems that a 5033-100 galileo® capturing rod, a 5046-100 galileo® capturing rod nut and a 5030-000 galileo® lag screw inserter were broken or messed up / damaged during a troch nail case on (B)(6) 2021 and could not be repaired in the field. This was discovered during use with no impact to the patient. An email was sent to the sales representative on 12/28/21 for further clarification and to find out how the case was completed. On 12/28/2021, the sales representative replied via email and stated that the case was delayed a few minutes and they had to open another tray to complete the surgery, another email was sent to the sales representative on 12/30/2021 to find out if the device(s) broke inside the patient and if all fragments were retrieved. On 12/30/2021, the sales representative replied via email and stated that the device(s) broke when the scrub tech was trying to disconnect the pieces. This did not break inside the patient.